Event description:
The patient voided out blood after the foley catheter had been removed 30 minutes prior (10ml water removed from retention balloon). Upon assess of the patient, blood was noted on his gown, urethral opening and bed. When cleaning the patient, a blood clot was noted and the np (nurse practitioner) was notified. Np, urology and the charge nurse were all at the bedside to assess the patient. Monitoring of the patient continued until discharge. The patient developed urinary retention. Urology placed patient on flomax. The patient had another foley catheter placed with success and patient was able to urinate before being discharged. Temporary harm to the patient. Instructions for retention balloon inflation are to use 5ml.